Event description:
A report was received that the patient was experiencing numbness in her legs. The patient underwent an explant procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial #s (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm; model # sc-3138-35, serial #s (B)(4), description: phase iii lead extension-35 cm; model # sc-4316, serial # (B)(4), description: clik anchor; model # sc-3138-25, serial #s (B)(4), description: phase iii lead extension -25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.